Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. (B)(4)

Event description:
It was reported to medtronic neurosurgery that the strata shunt was found to not be working. According to the report the last time the shunt settings were checked was (B)(6) of 2015 and the setting was at pressure level 1.5. The report stated the patient had discussed this with the physician and decided to leave the shunt implanted. Reportedly there is no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.